Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071 implantable epicardial lead: (B)(6) 2009. Arox45jb competitor implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device reached the recommended replacement time and that the battery longevity was less than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.